Manufacturer narrative:
Updated fields: d9, g3, g6, h2, h3, h4, h6, h11. The mayfield ultra base unit (a2101) was returned for evaluation: device history record (DHR) review- the DHR was reviewed and shows no abnormalities related to the reported failure. Failure analysis - the inspection of the base unit shows that the left bracket is fixated too tight onto the connection tube, the dowel pin which fixates the bracket is deformed and the left bracket must be opened by removing the finishing cap. The dowel pin should be replaced along with the button head screw to restore the function of the moveable bracket, and the end cap needs to be replaced, drilled and pinned to the connecting tube. The 6-inch transitional member has damaged inner thread in the center of its starburst, the golden handle shows rust and must be replaced along with the transferlink and the needed pins, the handle must be adjusted because it is too loose, the shock cushion and cam support pin must be replaced, and the adjustment wrench is missing and must be added to the unit. After completing the reassembly, and the adjustment of the base handle, the unit¿s function must be tested. Root cause - the complaint is confirmed via inspection of the unit. The left bracket was fixed too tightly onto the connecting tube which deformed the dowel pin that secures the bracket, the transitional member had damaged inner threads, and the gold handle had rust. The probable root cause is improper or rough handling of the unit. The a2101 IFU instructs the user to ¿hand tighten adjustment screw on left end bracket until secured¿, and cautions the user: ¿do not over-tighten with adjustment wrench. Adjustment screw can be sufficiently tightened by hand.¿ no further corrective action beyond the repairs is required based on the acceptability of risk and no adverse trends were identified. This will be monitored and trended going forward. At present, we consider this complaint to be closed.

Event description:
N/a

Event description:
A facility reported that at the beginning of surgery in a patient with sphenoidal meningioma, the intermediary part (transitional member) of the mayfield ultra base unit (a2101) became loose. The patient's head was no longer properly fixed/attached, and the operating position had been changed. There were no other consequence for the patient. However, there could have been a risk/a wrong operating "move" if it would have occurred during surgery.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.